Event description:
Patient states one pump sn: (B)(4) due (B)(6) 2017 is acting funny, gave error message "disp stopped, clamp off" while patient was lying in bed reading, able to be cleared by restarting pump. However same pump also "runs slow", then "speeds up" as if to "catch up" on infusion. No adverse effects of symptoms reported related to pump malfunction. This pump is being replaced. Dose or amount: remodulin 36nkm; frequency: continuous; route: intravenous; dates of use: from: (B)(6) 2016 to ongoing; reason for use: pah.